Manufacturer narrative:
After physician reported that patient presented with symptoms of 'chemical gastritis' due to a potential scope reprocessing error, facility requested full examination of cer-2 machine. Manufacturer dispatched field service engineer for inspection. Fse reported, that all connection ports on unit were patent to air and water, five minute disinfection phase and two rinse cycles were observed. Water pressure on reprocessor was within acceptable limits. Lcg temperature accurately within range also verified that all reprocessing staff are 100% trained in proper care and cleaning of endoscopes. Facility biomed confirmed reported findings on machine to be accurate and that there was no malfunction of machine or scope found. Therefore, the physician's complaint had not been proved out. Machine (s) completely operational and functioned as intended before and after reported incident. Note: manufacturer believes no direct link to machine for reported incident can be established at this time.

Event description:
Physician reported, a patient case of chemical gastritis.